Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Info rec'd via complaint form is stated as follows: "16 fr 10ml urinary catheter that could not be deflated by the doctor to remove it".